Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the needle pierced the catheter. The following information was provided by the initial reporter: "24 gauge piv catheter was inserted into the patient. The needle pierced through the plastic piv catheter causing it to bend inside the patients vein causing a hematoma.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the needle pierced the catheter. The following information was provided by the initial reporter: "24 gauge piv catheter was inserted into the patient. The needle pierced through the plastic piv catheter causing it to bend inside the patients vein causing a hematoma.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.